Event description:
The customer stated that she tested her blood glucose and received a reading of 73 mg/dl. She retested a minute later, and received a reading of 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.